Event description:
The coil would not advance out of the coil holder. Two coils were tried out of the same lot# with the same results. On this same patient another event report was put in regarding the fact that 2 more coils from the same lot were used and the coil would not advance.